Event description:
It was reported that during a ptca/stent procedure, after deployment the sds balloon was inflated beond rated burst pressure (contrary to IFU) and ruptured at 20 atmosphere. A distal segment of the balloon separated and remained attached to the deployed stent as the device was being withdrawn from the pt. The balloon segment was successfully retrieved wtih a snare device.